Event description:
It was reported that the 9600+ system c-arm has boot up problems. It was noted that the workstation had no boot issues. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the sram. The system was tested and found to be working as intended and placed back into service.